Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2017 with blood glucose of less than 20 mg/dl at the time of the incident. The customer was at 281 g/dl at the time of the call. The customer started at 340 mg/dl, then later was at 280-290 mg/dl, and when they treated again, they over bolused. The customer's sensor had ended and was no longer giving readings leading up to the incident. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer will monitor the pump. The insulin pump will not be returned for analysis.